Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product evaluation was performed. The investigation of the complaint articles indicates that: the trochanteric nailing system (tfna) instrument f&dr (windchill #0000003611, version a.104) was reviewed and the following lines are applicable to this complaint: 1.96 - drill should have a cannulation to allow 3.2mm guidewire to pass freely through 2.22 - drill should have adequate cutting performance to allow opening of femur for nail insertion. The relevant verification activity for line 1.96 is a tolerance stack ensuring the passage of the guidewire through the drill bit¿s cannulation. (Tolerance stack number 144, windchill #000008953). This stack was checked and found to be correct. The relevant verification activity for line 2.22 is a mechanical test verifying the cutting performance of the drill (windchill #0000147286) as compared to the tfn instruments. This test was reviewed and found to be adequate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the it is reported during a procedure on (B)(6) 2014 to implant the 360mm x 11mm 130 degree trochanteric nail with 90 mm helical blade, I was noted the stepped reamer heats up and easily and incinerates the guide wire. This is from next generation trochanteric nailing system (tfna) mpe 50 . It was also noted that the guide wire (357.399) got incarcerated within the drill cannulation due to bone and soft tissue debris. There was no concern with the drill heating up and leading to osteonecrosis." This report is 1 of 2 for (B)(4).

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.